Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging a bent test strip is used with the one touch verio test strips. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the test strips had a bent test strip issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed performance testing although the sv component on the test strip was bent. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k093745.